Event description:
The customer alleged the ventilator has an intermittent audible alarm. The customer further stated that no pt death or injury resulted because of this reported event. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.